Event description:
It was reported that the device keeps stating air in line. It was primed three times. Per reporter the device also requires annual maintenance. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing found a faulty air in line sensor. The air in line sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.